Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 18.0-18.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating on one conductor was abraded at the same location. External insulation abrasion was also found at 46.0-46.2cm from the distal tip. The etfe coating was intact at the same location.